Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part: 03.037.017, lot: 9661610c, release to warehouse date: 08 july 2016, manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.017, lot: 9661610c, release to warehouse date: 08 july 2016, manufacturing site: werk bettlach. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the blade/screw guide sleeve appears to be slightly bent from the shaft. Additionally, the tang of the distal tip is deformed inwards. The device presents nicks and scratches along the surface. The color indicators at the head of the sleeve were missing. A dimensional inspection was performed for the blade/screw guide sleeve and met specifications and tolerancing. However, a pin gauge test was performed, it was identified some resistance and friction while inserting a 11.10mm pin, it was not possible to run the pin through the shaft, hence bent condition of the shaft can be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: protection / guide sleeve se general tolerancing and dimensioning document. Dimensional inspection: drawing: specified dimensions: inner diameter of the shaft mm measured dimensions: inner diameter of the shaft(conforming). Device used: mitutoyo digimatic caliper (B)(4). CAPA was implemented to assess the risk related to the peeling color indicators and the issue was escalated as needed. Further details can be found in the associated documentation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was no patient involvement, just reviewing tfna equipment, when the rep put the pieces of it, noticed the item blade/screw guide sleeve was tight and upon putting into trocar aiming arm, the rep believed the piece was bent. This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for complaint pc-(B)(4).